Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient' faced a kinked cannula on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024.the issue occurred with six infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available22-apr-2024,

Manufacturer narrative:
Initial and final MDR 1883877- device 4 of 6.